Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of over 500 mg/dl with ketones of an unspecified size and dehydration on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved but a heart arrythmia was identified by the healthcare provider.